Event description:
The metal backed patella wore through the poly causing the metal to rub against the femoral component. Both were removed and replaced. The tibial insert was removed and replaced due to slight wear.